Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the 80 cm. 7 fr. Maxi ld 20 x 4 balloon catheter (bc) was not able to be withdrawn through the 12 fr. Sheath it was inserted through. Multiple attempts were made to aspirate/apply negative pressure to the bc and remove it through the sheath were unsuccessful. The bc became concertinaed/accordioned. An attempt was made to puncture the bc and was unsuccessful. A 16 fr. Sheath was placed in the right groin for a second way to access bc. An attempt was made to snare the bc with a 20 mm. Amplatz goose snare from the groin. The bc was able to be snared but they were still unable to withdraw it through the 16 fr. Sheath. The sheath was then upsized to a 22 fr. Sheath. Another attempt was made to snare the bc again and was again unsuccessful. A consultant assisted in snaring the balloon from both ends at once in an attempt to pull the balloon straighter in order to help retrieve it through the larger sheath. The balloon then sheared in half and came out both ends of the patient: half through the 12 fr. Sheath in the neck and half through the 22 fr. Sheath in the groin. The procedure took over four hours to remove the product and required five radiologists. Additional information was requested.

Manufacturer narrative:
The product is available for evaluation and testing. However, the product has not been returned as of to date. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information received indicated that the procedure was a coiling/embolization of a portal-veno shunt. The patient was reported to be stable post-procedure. The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), the 80 cm. 7 fr. Maxi ld 20 x 4 balloon catheter was not able to be withdrawn through the 12 fr. Sheath it was inserted through. Multiple attempts were made to aspirate/apply negative pressure to the bc and remove it through the sheath were unsuccessful. The bc became accordioned. An attempt was made to puncture the bc and was unsuccessful. A 16 fr. Sheath was placed in the right groin for a second way to access the balloon catheter. An attempt was made to snare the balloon catheter with a 20 mm. Amplatz goose snare from the groin. The bc was able to be snared but they were still unable to withdraw it through the 16 fr. Sheath. The sheath was then upsized to a 22 fr. Sheath. Another attempt was made to snare the balloon catheter again but was unsuccessful. A consultant assisted in snaring the balloon from both ends at once in an attempt to pull the balloon straighter in order to help retrieve it through the larger sheath. The balloon then sheared in half and came out both ends of the patient: half through the 12 fr. Sheath in the neck and half through the 22 fr. Sheath in the groin. The procedure took over four hours to remove the product and required five radiologists. The device was returned for analysis. One non sterile catheter maxi 20.0mm x 4 .0cm was received coiled inside a plastic bag. The balloon distal section and tip were not returned to analysis .the balloon and inner body was separated at 91.0cm from gw hub port. Several accordions were observed in the body shaft at 23.5cm, 25.0cm, 26.0cm, 44.0cm, 48.0cm, 51.0cm, 53.0cm and 59.0cm from gw hub port. The body shaft was received twisted. An outer body shaft burst was observed at 67.0cm from gw hub port. There were blood residues observed in the returned device. A cordis 4f diagnostic catheter was received with returned device. An unknown snare was received with returned device. Inflation and deflation test required per dp 11534565 rev. 3 could not be performed due to device conditions as received (a outer body shaft burst and the balloon was received cut in the proximal marker band section). Dimensional analysis to proximal seal could not be performed since the device was received twisted. Neither the sem analysis nor the product analysis or the DHR review results suggests that the reported failures could be related to the manufacturing process of the unit. Review of lot 15855896 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The balloon deflation difficulty could not be confirmed as the distal portion of the catheter was not returned for analysis. In this case the contrast to saline ratio and maximum inflation pressure used is unknown. The IFU instructs to ¿use equal volumes of contrast medium and normal saline¿ to inflate the balloon. Higher concentrations of contrast medium may hinder deflation of the balloon. Additionally, the IFU cautions that overexpansion of the balloon can damage the device. The exact cause and contributing factors of the reported deflation difficulty could not be conclusively determined; however may have been related to the shaft burst condition noted during analysis. Shaft burst, the reported accordion condition and separation of the device were confirmed. Multiple twists were noted along the device. The exact cause of these conditions could not be determined. Based on the information available for review, procedural factors during attempts to remove the device (and snaring the balloon from both ends at once in an attempt to pull the balloon straighter) may have contributed to this condition. The IFU notes ¿gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the DHR nor analysis suggests that the reported issue could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken at this time.